Event description:
It was reported that during a laparoscopic band procedure, the blade snapped in half and had to be retrieved from the pt. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.